Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the incidence of ischemic colitis after repair of ruptured abdominal aortic aneurysms is decreasing in the endovascular era sarasijhaa k. Desikan, niten singh, scott r. Steele, nam tran, elina quiroga, patrick danaher, brandon t. Garland, and benjamin w. Starnes https://doi.org/10.1016/j.avsg.2017.08.045. Exact date of death is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft systems were used in the endovascular treatment of ruptured abdominal aortic aneurysms in patients. Adverse events noted; death; 30 day mortality